Event description:
A pt using renu with moistureloc multi-purpose solution reported seeing a physician after experiencing pain following removal of his contact lenses. The pt was diagnosed with corneal infiltrates secondary to bacterial keratitis. He was treated with tobradex (tobramycin/dexamethasone). The physician instructed the patient to return if his eye problems perisisted. No follow-up appointment was scheduled.

Manufacturer narrative:
Chemical testing of the returned samples shows the solution met all shelf life limits. In addition, the physician reported that this event was not directly related to a specific product. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.